Event description:
On (B)(6) 2021, a perceval valve pvs25 was attempted to be implanted. The patient's baseline conditions showed calcium on the septum site, native trileaflet valve, stj normal, normal annulus dimension. A thorough decalcification was reportedly performed. The implantation went very well, a good positioning of the valve was confirmed after inspection and no annulus could be seen. After the implant, on the echo a serious perivalvular leak (pvl) was detected. The echo showed that the valve was pushed up on the non coronary cusp. No stent folding was identified. The valve was consequently explanted and attempted to be re-collapsed, unsuccessfully. Ultimately, the patient received a new perceval valve pvs25. Despite the prolongation of the cross clamp time, the patient remained stable during the procedure with no adverse consequences reported. Based on the surgeon's assessment, no possible root cause for the pvl was identified. As reported, during implantation the valve was positioned in a good way. The valve was inspected thoroughly after implantation and no abnormalities were identified.